Event description:
Pt dropped t-pump and it broke - called for new one which was sent to pt's home at 9:30pm. Pt started new pump before being programed by an rn. The pump was not on lockout and was later found to be programmed at 2.00mg/hr md order was 0.07mg/hr with a bolus every 6 hours 0.25mg and a bolus 0.25mg for contractions greater than 6/hr. Pt awoke at 1:45am with "heart racing".